Event description:
It was reported to resmed that an astral device displayed an error message (sf75) related to pneumatic block calibration after replacement of its pneumatic block sensor circuit board. There was no patient involvement reported.

Manufacturer narrative:
The astral device pneumatic block sensor circuit board was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to operator error. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf75) related to pneumatic block calibration. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4). H3 other text : device received; investigation pending.